Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. Product has been received but is pending evaluation. A follow-up will be submitted upon completion. No injury or medical intervention was reported.

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external/exterior visual inspection was performed and passed. Voltage test was performed and passed. Pairing with nordic bluetooth device was performed and failed. A review of the share log was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause was a defective transmitter. No injury or medical intervention was reported

Manufacturer narrative:
(B)(4), b5: describe event or problem - additional information d9: device - additional information. G3: date received by manufacturer- additional information h2: additional. Information/device evaluation h3: device evaluated by manufacturer - additional. Information availability. H6: adverse event problem component codes ¿ additional information.